Manufacturer narrative:
Investigation: the customer stated that the patient is not a diabetic. Correction: the customer declined the offer of retraining. Root cause: the root cause of the incorrect solution inadvertently being connected to the saline line was due to an operator error.

Manufacturer narrative:
This report is being filed to provide additional information in h6 & h10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The disposable lot query was performed for lot 2012033230 and no similar reported occurrences were received against this lot to date. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that for a therapeutic plasma exchange on a patient with multiple myeloma, they primed the set with dextrose 5% instead of 0.9% normal saline. They switched to saline and continued the procedure. Per the customer, the patient did fine, is stable and did not experience any effects. The customer declined to provide patient identifer and age. The disposable set is not available for return because it was discarded by the customer